Event description:
Based on the attached 2012 published article: "optimized femto-lasik maintains preexisting spherical aberration independent of refractive error" the following complication was noted: "among all pts reviewed in our study, 7 of 100 required retreatment, most of whom were higher myopes". Additional info has been requested. Please refer to the article for additional details.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).